Event description:
The customer reported that an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on one (1) patient sample on an atellica ch 930 analyzer. The elevated result was reported to the physician and was questioned. A second draw sample from the same patient was processed on an alternate atellica ch 930 analyzer. A lower result was obtained, considered correct and reported to the physician. The lower result was similar to the historical result. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated a1c_e result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the customer care center (ccc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained for one (1) patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.